Manufacturer narrative:
There was no patient involvement. The date of event is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective compressor. Therefore the device will return for further investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t is tripping the rcd switch during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was requested for further investigation. A hole inside the evaporator was identified as root cause of the reported failure. Corrective actions are in progress for this issue.

Event description:
See initial.